Manufacturer narrative:
(B)(4). The device was not returned and a complete evaluation could not be performed. The direct cause of the problem was undetermined. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the previously reported ¿torn hernia¿ was an umbilical hernia, and the hernia had developed on an unknown date. The patient underwent a surgical repair of the hernia on an unknown date. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a torn hernia coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was unknown. It was reported that the hernia ruptured. Treatment for the hernia event was not reported. At the time of this report the patient had not recovered from the event. Pd therapy was reported to be ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.